Event description:
It was reported that the patient's implantable cardiac monitor (icm) "was explanted one month ago and at the time of the event, the device was positioned in a decubitus position." The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.